Event description:
During a right femoral approach with an 18 gauge needle, the dr attempted to pass the guidewire through a narrow ring. After several attempts, it became difficult to pull the guidewire back. Once removed, it was observed that a portion of the coating had been sheared near the tip. The sheared portion of coating did not detach from the guidewire. The procedure outcome is reported as fine. The pt is reported to be in stable condition with no sequelae from this event.